Event description:
Caller reported damage to pump housing and usb components, which impacted their ability to charge the pump, though the pump had not shut down due to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted and was advised that a replacement pump with updated software would be sent.